Event description:
The following information was received via voluntary medwatch report: the patient received a cypher sirolimus-eluting coronary stent. The stent was placed in the morning and the patient had the stent occluded in the afternoon. The patient needed emergency cardiac bypass surgery. The cause of the occlusion is thought to be under deployment of the stent.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.